Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced bilateral rupture and bilateral breast pain. Rupture was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, additional information was received indicating the patient is scheduled for explantation on (B)(6)2020. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/12/2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the sample it was observed to be ruptured. Shell abrasion was found in the edges of the tear. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).